Event description:
A 6f angio seal sts vascular closure device was used to seal the arteriotomy site percutaneous procedure. The patient developed a total occlusion at the puncture site. The patient underwent exploration and revascularization of the femoral artery . The surgeon reported the angio-seal sheath might have been inserted too deep causing the anchor to wrap around a flap of the vessel wall occluding the artery. Reportedly, the patient was in a good condition.